Manufacturer narrative:
A supplemental MDR is being submitted, following the receipt of additional information. B.4, g.3, and h.2 have been updated. Sections b.5 and h.6: health effect - impact have been corrected. The investigation for this report is still ongoing.

Event description:
As reported by an edwards lifesciences japan field clinical specialist, hemolytic anemia with a paravalvular leak (pvl) was reported, one month following a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve. The valve was deployed in 80:20 aortic/ventricular position with 2.0ml less contrast than nominal volume. The degree of pvl was trivial. Approximately one moths after tavr, anemia with a hemoglobin level of 6g/dl developed. The patient was hospitalized and a blood transfusion was performed to treat. The anemia was resolving, leading to the patient's discharge and subsequent follow-up observation. Subsequently, a decline in hemoglobin level was observed, raising suspicions of hemolytic anemia, which necessitated hospitalization approximately two months after tavr. Transesophageal echocardiogram demonstrated mild to moderate pvl, and the operator suspected the hemolytic anemia due to the pvl. Follow-up information was received that a balloon aortic valvuloplasty was planned.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the investigation. Section h6: type of investigation, investigation findings, investigation conclusions have been corrected. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided. A moderate pvl jet is seen anterior-lateral on the tte dated (B)(6) 2023. On the tte dated (B)(6) 2024, the pvl jet is seen again in the same location, with unchanged severity. On the CT dated (B)(6) 2024, the valve is under-expanded at 23.1mm2 at mid-valve, to which heavy leaflet calcium may contribute, 24.5 mm2 at inflow, and 24.3 mm2 at outflow. Heavy leaflet calcium was observed on the native valve. The annular area was measured to be 594 mm2. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from heart-lung bypass or a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Mild, compensated hemolysis associated with prosthetic heart valves is not uncommon. It is usually associated with either structural deterioration on or paravalvular leak. Severe hemolysis is rare, however, and usually reflects paravalvular leak. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate mild to moderate pvl may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra resilia thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The procedural training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Per imagery review, patient had heavy aortic valve leaflet calcification. Bulky calcification can create irregular contact between the pvl skirt and target site (native annulus), resulting in paravalvular leak as reported. In addition, as noted, patient had valve area 490.0 mm2 which was within the recommendation range for thv size 26mm. However, per imagery review, measurement of annular area was 594 mm2, which falls within the range for a 29mm thv per IFU. Additionally, per imagery review, valve appeared under-expanded, which may have been due to heavy calcification. Undersized and/or under-expanded thv may have compromised the seal provided by the skirt between the valve and target site, leading to pvl as observed. As such, available information suggests that patient factors (calcification) and/or procedural factors (undersized/under-expanded thv) may have contributed to the paravalvular leakage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment and CAPA were initiated to document the investigation and assess associated risk for this event.

Event description:
As reported by an edwards lifesciences japan field clinical specialist, hemolytic anemia with a paravalvular leak (pvl) was reported, one month following a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve. The valve was deployed in 80:20 aortic/ventricular position with 2.0ml less contrast than nominal volume. The degree of pvl was trivial. Approximately one moths after tavr, anemia with a hemoglobin level of 6g/dl developed. The patient was hospitalized and a blood transfusion was performed to treat. The anemia was resolving, leading to the patient's discharge and subsequent follow-up observation. Subsequently, a decline in hemoglobin level was observed, raising suspicions of hemolytic anemia, which necessitated hospitalization approximately two months after tavr. Transesophageal echocardiogram demonstrated mild to moderate pvl, and the operator suspected the hemolytic anemia due to the pvl.

Manufacturer narrative:
The date of the event is unknown and no additional information has been provided. For this reason, the aware date was used as the date of event. The investigation for this report is ongoing. H3 other text : the valve remains implanted in the patient.